Event description:
During a laparoscopic hysterectomy procedure, while stapling the uterine pedicle the device only deployed staples on the left side while none were deployed on the right side. The case was completed with another device and an harmonic.